Event description:
It was initially reported that the patient was experiencing an increase in one of his seizure types, unknown if above or below baseline or if it was related to vns. The seizures are described as the patient appearing confused and answers questions inappropriately, lasting 20-30 minutes with no abnormal movements and followed by somnolence. The patient was reported to have one of these types of seizures once a year and has had it 3 times in the last two months. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report inadvertently selected adverse event when product problem should have been selected as there was no intervention that were taken relating to the increase in seizures. Type of reportable event, corrected data: the initial report inadvertently selected serious injury when malfunction should have been selected as there was no intervention that were taken relating to the increase in seizures.